Manufacturer narrative:
The investigation is ongoing and the results will be reported when it is available. Manufacture internal number is (B)(4).

Event description:
The patient experienced urinary incontinence since 1992, and the tvto sling failed within 6 months of implantation. By 2019, incontinence significantly worsened, requiring frequent night voiding, which needed surgical intervention

Manufacturer narrative:
Additional information: h6. H11. Investigation results: an analysis of the product could not be performed since a physical sample was not received for evaluation. "A manufacturing record evaluation was performed for the finished lot number 3422101 (product code 810081), and no non-conformances / manufacturing irregularities were identified. Expiration date: 31.mar.2011 manufacturing date: 27.apr.2010" as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition; therefore, it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable the manufacturing number is (B)(4).